Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the architect estradiol reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the architect estradiol reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded complaint lot is performing as expected. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect estradiol reagent lot 70229ud00.

Event description:
The customer observed falsely decreased architect estradiol. The customer reported that they were expecting high estradiol on the architect platform, which generated lower results when compared with another analyzer platform (platform unknown). The patient doctor questioned the result based upon the treatment the patients are getting at the fertility treatment, primogyn. The customer provided the following data: sample (B)(6), result was 491.7 and result from a reference lab was 1036.40. Patient is 42-year-old female. There was no impact to patient management reported. The customer provided the following additional data: the customer clarified that before starting fertility treatments with primogyn the estradiol was in normal range (normal range not provided). The customer states that additional analyzer platform was the vitros instrument (amplified chemiluminescence) with unit of measure pg/ml. The customer reported that the results from the vitros were the more accurate results. The customer provided updated information for sample (B)(6): the reference lab result for estradiol was 2290.4 pg/ml and that the patient's age is 34 years old. The customer also reported a progesterone result that was <0.5 ng/ml.

Manufacturer narrative:
Additional information can be found in section b5. Correction can be found in section a2: age at time of the event.

Event description:
The customer observed falsely decreased architect estradiol. The customer reported that they were expecting high estradiol on the architect platform, which generated lower results when compared with another analyzer platform (platform unknown). The patient doctor questioned the result based upon the treatment the patients are getting at the fertility treatment, primogyn. The customer provided the following data: sample (B)(6) result was 491.7 and result from a reference lab was 1036.40. Patient is 42-year-old female. There was no impact to patient management reported. The customer provided the following additional data: the customer clarified that before starting fertility treatments with primogyn the estradiol was in normal range (normal range not provided). The customer states that additional analyzer platform was the vitros instrument (amplified chemiluminescence) with unit of measure pg/ml. The customer reported that the results from the vitros were the more accurate results. The customer provided updated information for sample (B)(6): the reference lab result for estradiol was 2290.4 pg/ml and that the patient's age is 34 years old. The customer also reported a progesterone result that was <0.5 ng/ml.

Manufacturer narrative:
Additional information can be found in section b5.

Event description:
The customer observed falsely decreased architect estradiol. The customer reported that they were expecting high estradiol on the architect platform, which generated lower results when compared with another analyzer platform (platform unknown). The patient doctor questioned the result based upon the treatment the patients are getting at the fertility treatment, primogyn. The customer provided the following data: sample (B)(6) result was 491.7 and result from a reference lab was 1036.40. Patient is 42 year old female. There was no impact to patient management reported. The customer provided the following additional data: the customer clarified that before starting fertility treatments with primogyn the estradiol was in normal range (normal range not provided). The customer states that additional analyzer platform was the vitros instrument (amplified chemiluminescence) with unit of measure pg/ml. The customer reported that the results from the vitros were the more accurate results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect estradiol. The customer reported that they were expecting high estradiol on the architect platform, which generated lower results when compared with another analyzer platform (platform unknown). The patient doctor questioned the result based upon the treatment the patients are getting at the fertility treatment, primogyn. The customer provided the following data: sample (B)(6) result was 491.7 and result from a reference lab was 1036.40. Patient is 42-year-old female. There was no impact to patient management reported.